Manufacturer narrative:
During a short test run before the repair, the heat up was reproducible. It showed also that the current consumption was too high. This indicates that the ball bearings are running stiff. For further analysis, the handpiece has been disassembled with following findings: inside the handpiece was a high debris level and the bearings have been gritty. This indicates that the reprocessing of the handpiece was not performed as requested by IFU. It should be cleaned and lubricated. It was also found that the push button has been scarred on the inner side. This indicates that it has been pressed while the handpiece was spinning. This is a sign that it has been used to lift soft tissue (lip / tongue / cheek) away during the treatment. Both the high debris level and the use as retractor cause a high inner friction and therefore the heat up of the handpiece. And finally it was found that the bur slipped. This shows that the chuck-system is worn out which is the result of a normal wear process. To avoid such issues, the user instruction contains already several notes, warnings and requests on how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure safe use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment on teeth #2 and #4, the handpiece heated up and caused a burn on patient's lower lip. It formed a blister which was a little smaller than a dime. Dentist removed the blister and applied some otc vaseline to lip. No medical care was necessary. Age and gender of patient have not been supplied.